Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files which revealed normal power consumption; no alarms have been logged for the past 14 days leading up to (B)(6) 2017. Of note, it was reported that the patient received tpa treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors including but not limited to external factors such as thrombus formation/ingestion, high rpms, high flows can contribute to high power events. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected pump thrombosis due to rise in watts and lactate dehydrogenase (ldh). The patient was admitted to the hospital and tissue plasminogen activator (tpa) was administered. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.